Manufacturer narrative:
Findings: received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. No fogged up on screen noted. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is a scratched on the lcd screen. The customer reported that the lcd screen is hard to view. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.